Event description:
Upon opening the box the product was in, the box cutter sliced open the packing of the device.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.